Event description:
The essx handpiece was returned for service. Upon evaluation at the manufacturer, exposed wire was discovered. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the valve guide, backcap assembly, and valve actuation button and rod were found to be broken/worn. Preventative maintenance was performed on the device and it was returned to the user facility.